Event description:
It was reported to tyco healthcare/kendall on 4/10/2008, that a customer had an issue with the heparin prefilled syringe. The customer reports, that he is unsure what the catalog number or lot number is, as he has sent his supply back per the direction of his distributor. The customer reports, he has a PICC line in for copd. He received heparin through this line and instantly felt sob and had a rapid heart rate. No medical intervention was required.

Manufacturer narrative:
Submit date 4/14/2008. An investigation is currently underway, upon completion, the results will be forwarded. These reports are being filed in accordance to the april 8th FDA guidance.